Manufacturer narrative:
The excor blood pump, s/n, (B)(4), was in use by the patient from (B)(6) 2021 (2 days).

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis 48 hours after being put on the excor pump. The pump was making a squeaking noise, but the pump was complete fill and ejection. On (B)(6) 2021, the patient's ldh was 500 and the plasma free hemoglobin was 20. On (B)(6) 2021, the ldh had increased to 978 and plasma free hemoglobin had increased to 70. The ldh value was greater than 2.5 times the upper limit of normal for the site, therefore, it was determined that the patient had developed hemolysis, resulting in a reportable event.